Manufacturer narrative:
Device eval by manufacturer: the embold fibered coil was returned for analysis. The device was examined visually and microscopically to reveal a stretched coil and a broken coupler. Inspection of the remainder of the device presented no other damage or irregularities. Good faith effort attempts were made to try and retrieve additional details regarding the reported event and patient status, but further information was unable to be obtained.

Event description:
It was reported that the coil broke, and there were unretrieved device fragments requiring additional intervention. A 32mm x 60cm embold fibered coil was selected for use in a 3cm splenic aneurysm embolization procedure. The vessel was moderately tortuous. During the procedure, intermittent flushing was performed, and the coil was advanced through a 2.8f non-boston scientific catheter. While attempting to get the coil to form, the coil kept flying down the outflow vessel. Three attempts to reposition the coil were made when it was observed that the coil was not responding to the physician's movements. Resistance was felt. Snaring was attempted on the proximal end for over an hour unsuccessfully. The coil stretched and was unable to come out; the coil broke and kept fragmenting during retrieval attempts. The coil was partially explanted, but a portion remains implanted. The procedure was prolonged, and additional surgery was required. It was further reported that this was the first coil to be placed in the round aneurysm. The portion of the coil that was unable to be retrieved after multiple attempts was left in the non-target distal splenic artery and aorta. A vascular surgery consult was planned, but it remains unknown if this surgery occurred or not. The patient also had to be brought back to embolize the aneurysm that was unsuccessfully treated with embold.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event and patient status, but further information was unable to be obtained.

Event description:
It was reported that the coil broke, and there were unretrievable device fragments requiring additional intervention. A 32mm x 60cm embold fibered coil was selected for use in a 3cm splenic aneurysm embolization procedure. The vessel was moderately tortuous. During the procedure, intermittent flushing was performed, and the coil was advanced through a 2.8f non-boston scientific catheter. While attempting to get the coil to form, the coil kept flying down the outflow vessel. Three attempts to reposition the coil were made when it was observed that the coil was not responding to the physician's movements. Resistance was felt. Snaring was attempted on the proximal end for over an hour unsuccessfully. The coil stretched and was unable to come out; the coil broke and kept fragmenting during retrieval attempts. The coil was partially explanted, but a portion remains implanted. The procedure was prolonged, and additional surgery was required.

Manufacturer narrative:
Device eval by manufacturer: the embold fibered coil was returned for analysis. The device was examined visually and microscopically to reveal a stretched coil and a broken coupler. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the coil broke, and there were unretrieved device fragments requiring additional intervention. A 32mm x 60cm embold fibered coil was selected for use in a 3cm splenic aneurysm embolization procedure. The vessel was moderately tortuous. During the procedure, intermittent flushing was performed, and the coil was advanced through a 2.8f non-boston scientific catheter. While attempting to get the coil to form, the coil kept flying down the outflow vessel. Three attempts to reposition the coil were made when it was observed that the coil was not responding to the physician's movements. Resistance was felt. Snaring was attempted on the proximal end for over an hour unsuccessfully. The coil stretched and was unable to come out; the coil broke and kept fragmenting during retrieval attempts. The coil was partially explanted, but a portion remains implanted. The procedure was prolonged, and additional surgery was required. It was further reported that this was the first coil to be placed in the round aneurysm. The portion of the coil that was unable to be retrieved after multiple attempts was left in the non-target distal splenic artery and aorta. A vascular surgery consult was planned, but it remains unknown if this surgery occurred or not. The patient also had to be brought back to embolize the aneurysm that was unsuccessfully treated with embold. It was further reported that the base catheter was in the proximal splenic artery with the microcatheter placed coaxially. Before this 32mm x 60cm embold fibered coil was selected for use, 2-3 other embold coils were attempted to be deployed distal to the aneurysm; however, due to hyperdynamic flow, they were removed as they would not anchor in the outflow portion of the splenic artery. This 32 mm x 60 mm embold fibered coil was advanced into the aneurysm sac however preferentially flowed into the outflow artery. During numerous attempts to reposition, the physician did not realize that the coil was stretched, and coil detachment resulted in extension of the coil from the splenic artery into the abdominal aorta. Numerous attempts in retrieving the coil with a snare were unsuccessful. A vascular consult was called with no planned surgical intervention to remove the coil. The coil was left in place, and the patient was placed on aspirin. The patient underwent a subsequent procedure where successful coil embolization of the aneurysm was performed. There were no clinically identified complications.